Event description:
The manufacturer received a voluntary medwatch (mw5120311) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging lung cancer due to using the device. Patient reports receiving a replacement device due to the recall. Patient was upset and frustrated that they received a refurbished product instead of a new device. The patient then reports they were diagnosed with breast cancer and was instructed by her physician to stop using the refurbished device. The patient states that they now require supplemental oxygen 24/7, since they can no longer their bpap. Patient is discouraged with recall process and how long it took to receive a replacement device, only to have the replacement device be of poor quality. This report will capture the events related to the first device that caused the patient's lung cancer. At this time, no further investigation can be performed. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.